Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage found on the keypad cover. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed; contamination was found under the button contacts. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. There was no power loss issues found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).